Event description:
New information notes that the right ventricular lead was extracted due to noise. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with noise on the tight ventricular lead. Upon clinical visit the noise was present without isometrics and manipulation. Capture threshold rose slightly. The lead would be monitored. Revision was suggested but had not been scheduled. No patient symptoms reported.

Manufacturer narrative:
The reported events of lead noise and high capture thresholds were confirmed. A partial lead with the distal segment measuring 48.1 cm was returned for analysis. External insulation abrasion was noted at 13.8 - 14.4 cm and 28.3 - 29.2cm from the distal tip consistent with lead friction to another device or feature of the heart. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 5.1 - 5.3 cm and 5.6 - 5.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 18.3 - 18.4cm, 19.0 - 19.1cm, 19.5 - 19.6cm, 20.4 - 20.5cm, and 22.1 - 22.2cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 17.3 - 17.4cm from the distal tip. The etfe coating was abraded at this same location. This is consistent with the observation from the field of noise and high capture thresholds.